Event description:
It was reported that pump experienced malfunction alarm with malfunction 12 code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction reoccurred.